Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery the ophthalmic handpiece had heated up and the patient experienced a corneal burn. Procedure details were not provided. The current condition of the patient was unknown. Additional information was requested but was not available at the time of this report.